Event description:
During the evaluation of the sample, which was performed in baxter, the tests confirmed a pinhole leak in the middle of the silicone tubing. There was also tube fatigue on the point on the sampe part of the pinhole on the silicone tube. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: the lab confirmed a leak in the silicone tubing of the transfer set. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.